Event description:
It was reported that the patient programmer displayed a ¿call your doctor¿ screen with a 509 code. Additional information received reported the patient¿s implantable neurostimulator (ins) battery was at 0.00v and an impedance check could not be done. The reporter stated they saw the patient on (B)(6) 2013 for an evaluation and the ins voltage was at 2.84v, but now the ins showed ¿ok, 0.00v.¿ it was noted the patient had a loss of therapeutic effect and no stimulation sensation. It was further noted the patient could not walk, was ¿very symptomatic,¿ and had become immobile since the morning of this report. The reporter stated the patient ¿couldn¿t even fill out paperwork¿ at the office this morning. It was noted the patient¿s symptoms occurred the morning of this report when the patient checked their ins with their programmer. Additional information received reported the patient received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3389s-40, lot# v475905, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v475905, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was unknown. It was noted that no hospitalization was required and the patient outcome was good. The reporter stated the patient was doing reasonably well until yesterday when they suddenly became more rigid and slow. It was noted the patient was now using a wheelchair and they were unable to walk without assistance. It was further noted the patient did feel slightly anxious and hypertensive. It was noted that a week prior to this report the patient's implantable neurostimulator (ins) was showing 2.88 v. It was further noted the patient had leg cramps, joint stiffness, muscle spasms, and a limitation of motion. It was noted the patient had increased tone bilaterally with marked hypokinesia and marked fatigability and dysdiadochokinesia worse in their right hand. The reporter stated the patient had moderate low back and leg dystonia, start hesitation, freezing gait, and right upper extremity dystonic tremor. The reporter further stated that recent deterioration indicated ins failure. It was noted the patient underwent ins reprogramming the day of this report. It was further noted that the "start page demonstrated 0.0v" and impedance check returned x values. It was noted the patient was switched from group c to group d on monopolar settings and impedance was measured again. The reporter stated there was no response to increasing voltages and impedances still registered x. The reporter further stated they instructed the patient to go to the emergency room if they need supportive care given their increasing disability. It was noted the patient returned to the healthcare professional's office the same day to undergo further reprogramming. It was further noted the ins was reset using a charger. The reporter stated that brought the nominal voltage to 2.91v. It was noted the patient was accidently shocked at 5v on group d which was increased earlier. It was further noted the ins was reprogrammed to earlier settings which the patient tolerated well.